Event description:
It was reported that the atrial lead exhibited noise. Electromagnetic interference was suspected. The lead remained implanted and the patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.